Event description:
One endeavor rx drug-eluting stent was implanted to the mid lad, as treatment of target lesion. One endeavor rx drug-eluting stent was implanted to the mid lad (overlapping), as treatment of complication/dissection/bailout. One endeavor rx drug-eluting stent was implanted to the distal lad. Pt was asymptomatic / free of symptoms of 30 day follow up. A ptca revascularization of the proximal lad was carried out approx 4 months following index procedure. One endeavor sprint rx drug-eluting stent was implanted. Investigator indicated that event was not related to the study stent. Pt was asymptomatic / free of symptoms at 6 month follow up.

Manufacturer narrative:
Secondary intervention. Eval code, results - (dissection).